Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 320-46-00 - 145-deg pe 46mm hum liner +0; (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6), 320-06-46 - glenosphere 46mm; (B)(6), 320-15-04 - rs glenoid plate r post aug, 8 deg, right; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm.

Event description:
It was reported that this 73 y/o patient's right shoulder was revised approximately 9 months post op. After xray it was determined the poly disassociated from the tray. They are not sure when the event occurred but the patient came to the doctors office with pain and clicking. The tray was removed and the glenosphere taken off to evaluate the stem and glenoid plate. Both were found to be well fixed. Then the surgeon trialed a 42+4 and found it to have excellent rom. Patient was last known to be in stable condition following the event.